Event description:
In 2004, had open heart surgery in (B)(6) to repair a mitral valve. (B)(6) of 2009, had heart surgery in (B)(6) to repair a tricuspid valve. (B)(6) 2010, started feeling itch and noticed skin was protruding out. Went to see her cardiologist who said, the wrong wire protruding out. Went back to her surgeon in (B)(6) who took out an 8 inch pacemaker wire and said, the wire had migrated.